Event description:
This spontaneous report was received from a us health care professional and concerns an adult female patient. The patient was injected with radiesse, for a hand lift. Radiesse was diluted with lidocaine (reported as lido). After the radiesse injection, the patient experienced nodules. As reported, nodules were shown for about 6 weeks. The patient was injected with kenalog (ambiguously reported as kennolog). The patient still had more bumps. Due to the provided information, the outcome of the event was considered as not resolved. Follow up information was received on 23-sep-2022: this case was upgraded to serious. The suspect product was recoded from radiesse to radiesse(+).the event term was amended from nodules (bumps) to granulomatous dermatitis/foreign body granulomatous giant cell reaction. The coding was changed from injection site nodule to granulomatous dermatitis. The patients date of birth, age and weight (57.6 kg) was provided. She was 61 years old (ambiguously reported as 62 years old) at the time of the event. She was injected with a total of 1.5 ml of radiesse(+), bilateral, into the dorsal hands, on (B)(6) 2022. Batch number was reported as a00049580. The batch record review was received and the lot number for radiesse(+) was confirmed as a00049580 (expiry date 02/2024). A lot search in the global safety database was conducted. As reported, 1.5 ml of radiesse(+) was diluted with 0.5 ml of lidocaine /70 (product preparation issue). The patient had no filler treatments in the past. Concomitant medication was reported as none. In june 2022 (also reported as around (B)(6) 2022), after the radiesse(+) injection, the patient experienced granulomas in hands and extremities. On (B)(6)2022, the patient called the reporter as she noticed bumps a few weeks prior to it. On (B)(6) 2022, a skin biopsy from the left dorsal middle finger (flat peace of skin measuring 0.4 x 0.4 x 0.1 cm) and the right elbow (flat friable peace of skin measuring 0.7 x 0.4 x 0.1 cm) was performed. It was received in formalin filled specimen container labeled with 2 patients identifiers. The tissue was inked blue, along the surgical margin, bisected and entirely submitted in cassettes. Due to loss of elastic tension and tissue shrinkage in formalin, the clinical sizes were possibly larger than those mentioned in the report. On (B)(6) 2022, the dermatopathology report was received. The diagnosis from the skin biopsy on the left dorsal middle finger, of the metacarpophalangeal joint, was a foreign bogy granulomatous giant cell reaction. The diagnosis from the biopsy on the skin of the right elbow was a granulomatous dermatitis. Initial and multiple deeper section were exterminated. Although no foreign material was identified, given the findings in the skin biopsy on the left dorsal middle finger, on the metacarpophalangeal joint, a foreign body granulomatous reaction remained a consideration. The different diagnosis included changes in the vicinity of a ruptured cyst. Sections showed a dermal inflammatory infiltrate of lymphoid cells associated with epithelioid and multinucleated histocytes. No fungi were detected with a periodic acid-schiff stain. Corrective treatments included intralesional saline and intralesional kenalog 10, mixed with saline 5 mg/ml (as reported). Treatment was not necessary to prevent permanent damage. The patient had persistent nodules. Due to the provided information, the outcome of the events granulomatous dermatitis/foreign bogy granulomatous giant cell reaction was considered as not resolved. In the opinion of the reporter the event was possibly permanent and related to radiesse(+).

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event granulomatous dermatitis/foreign body granulomatous giant cell reaction (pt: granulomatous dermatitis), was deemed to meet the serious criteria of permanent damage. The device history record of radiesse(+), lot number a00049580, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted, no nonconformance's were noted that would have contributed to this event.

Manufacturer narrative:
This case was assessed and remains reportable to the FDA, as the event granulomatous dermatitis/foreign bogy granulomatous giant cell reaction (pt: granulomatous dermatitis), was deemed to meet the serious criteria of permanent damage. The device history record for radiesse(+) injectable implant, lot number a00031680 was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted that would have contributed to this event.

Event description:
Follow-up information was received on 18-oct-2022: the patient was injected with a total of 1.5 ml of radiesse(+), bilateral, into the dorsal hands, to fill in the hollow areas, on 04-mar-2022. Batch number was reported as a00031680 (expiry date: 09/2023). The batch record review was received and the lot number for radiesse(+) was confirmed as a00031680 (expiry date: 09/2023). A lot search in the global safety database was conducted. Radiesse(+) was diluted with 0.5 ml of lidocaine (product preparation issue, off label use). The patient was injected with 1 ml of dilution into each dorsal hand. She tolerated it well. For the post operation (reported as post op) care it was discussed, to elevate hands, icing and to take advil or aleive if she was feeling any discomfort. The patient was reinjected with a total of 1.5 ml of radiesse(+), bilateral, into the dorsal hands, on (B)(6) 2022. Radiesse(+) was diluted with 0.5 ml of lidocaine. The patient was injected with 1 ml of dilution into each dorsal hand. She tolerated it well, on 01-apr-2022. The post operation (reported as post op) care was the same as discussed after the previous treatment. The patient did not use self-tanners or tan enhancer capsules (reported as caps) within the past 3 to 4 weeks pre operation (pre-op) plan, photosensitive herbal preparations (st johns wart, ginko biloba, et cetera) or aromatherapy (essential oils). She had no diseases which were stimulated by light at 515 nm to 1200 nm, such as history of systemic lupus erythematosus or porphyria, was not pregnant or had possibility of pregnancy, postpartum or nursing. The patient had no inflammatory skin conditions (dermatitis, active acne), presence of history of active cold sores or herpes simplex virus or human immunodeficiency virus (hiv). She had no active cancer that was on chemotherapy or radiation at the time, previous skin cancer, medical history of keloids, intake of isotretionin within the past year, medical history of koebnerizing isomorphic diseases (vitiligo, psoriasis), any known allergy, any tattoo and or pigmented lesion on requested treatment area that was supposed to be protected, hormonal or endocrine disorders such as polycystic ovary syndrome (pcos) or uncontrolled diabetes or previous hair removal procedures on requested treatment area (other ipl/laser, wax, electrolysis). The physician was wondering where they were going about obtaining sodium thiosulfate (sts)and collagenase (collalysin) and wanted to be able to treat the patient for these nodules in the near future. The outcome of the event remained unchanged.